Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a history of oversensing on the atrial lead for past two years; as the patient was asymptomatic, the physician had elected to monitor the patient. The lead was capped and replaced on (B)(6) 2019 during routine device change out procedure. The patient suffered no ill consequences and was in stable condition.